Manufacturer narrative:
Clinical evaluation performed by medical affairs on 23 march 2018; secondary instability in a patient with a long history of tka revisions and infections. The instability is due to retinacular tear, according to report, and a thicker insert was used to gain articular stability. The cause for reoperation should not be sought in a defective device. Batch review performed on 03 april 2018; lot 134148: (B)(4) items manufactured and released on 13 november 2013. Expiration date: 2018-09-30; no anomalies found related to the problem. To date,(B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to knee instability, the cause of the instability is due to a retinacular tear (about 1 month from primary). The surgeon up sized the poly of 3mm. The patient was already underwent to different surgeries due to multiple infections before this revision.